Event description:
The customer reports that the device was not sealing as expected and multiple seals were required to complete the sealing process. The site stated there was no pt injury. Add'l details about the incident were not provided.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. The incident device was returned, evaluated and found to function within specification. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.